Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The 3.0x24mm omega stent was advanced however was unable to cross the lesion and the catheter shaft broke. The break was located on the proximal shaft, which was outside the patient when the break occurred. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The 3.0 x 24 mm omega stent was advanced however was unable to cross the lesion and the catheter shaft broke. The break was located on the proximal shaft, which was outside the patient when the break occurred. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The tip was damaged. The hypotube was kinked in multiple locations. The hypotube separation was 20.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Product analysis results are consistent with the reported information. There was no evidence that the separation and confirmed damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).